Manufacturer narrative:
Refers to the main device. Other components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient went into the hospital at 3 am due to leaking from the pump incision site. It was stated that the healthcare providers (hcp) thought maybe the catheter had come off, but weren't sure. The patient was still at the hospital and they were still running tests to determine what occurred and how to fix it. The event date was noted to be (B)(6) 2017. No further complications were reported.